Event description:
It was reported that pump showed malfunction alert in tandem source, and technical support explained that alert indicated pump malfunction with code malf 12. There was no adverse impact to the customer's blood glucose level. Technical support guided caller through pump reset, confirmed malfunction did not recur after reset, advised customer to continue using pump, and instructed caller to contact support again if malfunction alert appeared again.